Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal lower anterior resection, at the second firing, they tried to use the device and it was reported it could not fire. They used a new product to complete the case. There was no patient injury.